Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cardiosave intra aortic balloon pump (iabp) had pm test and fill manifold test failure occurred. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9(device avalaible for eval), e1, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and evaluated the test data and confirmed the disk parameters exceeded the specified unit and required replacement. Replacement of the safety disk and valve was made and the device was met safety and functional tests and was able to meet factory requirements and was released to use.

Event description:
N/a.